Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this implantable cardioverter defibrillator's shocking therapy was exhausted after delivering 9 shocks due to a right ventricular (rv) lead dislodgment. A lead revision procedure was performed and the rv lead was successfully repositioned. No additional adverse patient effects were reported.